Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. Reportedly, the customer treated bg with a manual injection. Following a system check performed by tandem technical support, the customer resumed insulin therapy.